Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The complaint was confirmed, based on the consumer report. The cause of the system error 2240 was use error-the hp did not follow proper disconnect procedures. The baxter homechoice operator's manual contains instructions on proper disconnect procedure. There was no reported device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during peritoneal dialysis therapy, drain 2 of 4. The home patient (hp) also reported a se 2367 alarm. The baxter technical service representative (tsr) asked the hp if she had cycled power off and on and she stated no. The tsr reviewed the alarm log and found se 2240. The tsr explained the alarm. The hp had disconnected improperly during the dwell and forgot to reconnect for drain. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.